Manufacturer narrative:
Specific information with regard to patient age and weight was not provided. Although the doctor identified three (3) different lots associated with the sensitivity issues, the doctor could not verify which lot had been used on any of the patients; therefore, no lot numbers were identified. The lots involved in the alleged incident include lot numbers 4875980, 4958812, and 3913390. The patient returned to the office where the restoration was removed and replaced using a different product, without further incident. To date, the patient has fully recovered and is doing fine. The products involved in the alleged incident were not returned. A visual evaluation was performed on a retained sample from lots #4875980 and #4958812, yielding results within specifications. The product from lot #3913390 was expired; therefore, no further evaluation can be conducted. No similar complaints were received with regard to any of the reported lots.

Event description:
A doctor's office alleged that five (5) patients had experienced sensitivity after placement of the herculite ultra composite. This is the first of five (5) reports.